Event description:
The coil (subject device) was returned for analysis and the device investigation revealed that the coil (subject device) was broken/fractured during use. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the main coil was seen to be kinked and stretched. The main coil was seen to be broken/fractured. The main coil delivery wire was not returned. Functional inspection was not carried out due to the damage noted to the main coil. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event could not be duplicated during device analysis; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer is the device was prepared for use as per the dfu. There was no damage noted to the packaging prior to opening the packaging. Continued flush was maintained throughout the procedure. During analysis, the main coil was found to be broken, kinked and severely stretched and the coil delivery wire was not returned. It is probable that the coil was damaged during retraction from the microcatheter due to some procedural factors encountered during use. An assignable cause of procedural factors will be assigned to the reported event ¿main coil loss of memory¿ and analysed events ¿main coil kinked/bent¿, ¿main coil stretched¿ and ¿mail coil broken/fractured during use¿ as these defects are associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but performance was limited due to procedural and/or anatomical factors during use.